Event description:
PICC line inserted on first attempt. After guidewire removed catheter had several leaks. Upon attempting to remove catheter only 8# came out. X-ray showed PICC in mid shaft of right humerus in soft tissues with tip coiled. Remainder of PICC surgically removed.